Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker did not produce sound due to a defective speaker. The speaker was replaced and the device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no adverse event reported.